Manufacturer narrative:
A partial lead with the tip measuring 29.5cm was returned and analyzed. Internal insulation abrasion was noted at 12.5-13.6cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that fluoroscopy of the lead prior to ICD change-out revealed an externalized conductor. All tests showed normal electrical functions. The physician decided to perform a laser lead extraction procedure. During the extraction, it was noted that the laser catheter lacerated the subclavian vein proximal to the svc and continued on down to the svc. The patients blood pressure dropped as a result. Emergency open heart bypass surgery was initiated to repair the subclavian vein and svc. After the repairs were made, the patient was taken off bypass but expired soon after.

Manufacturer narrative:
No medwatch form was received.